Event description:
It was reported that the physician's (B)(6) hand held would no longer hold a charge. The hand held, serial cable, ac adapter, and software flashcard have been returned to MFR where the analysis is underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.